Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the balloon was prepped inside the patient anatomy, it should be noted that the rx trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 99% stenosed lesion in the 1st diagonal artery. After deploying a drug eluting stent (des) in the mid left anterior descending artery (lad), the 2.25 x 12 mm trek was delivered through the des stent strut toward diagonal. There was resistance advancing through the stent strut, but it was able to cross the lesion. The balloon was inflated, but it ruptured during the first inflation at 8 atmospheres, 20 seconds. The trek was removed and a new trek balloon was used to complete the procedure. There was a good patient outcome. There was no reported clinically significant delay in the procedure and no adverse patient effects. It was further reported that the trek had been prepped (air-bleeding) inside the patient anatomy. No additional information was provided.